Event description:
It was reported that the ventilators oxygen manifold on external port was leaking. The customer confirmed the oxygen is leaking out the e-tank reserve hoses with no tank connected. There was no patient involvement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the issue. The sp ordered an o2 manifold. It was reported that the customer installed the o2 manifold to address the issue and the unit was returned to use.